Manufacturer narrative:
An event regarding a handle that did not stay locked involving a triathlon patella clamp was reported. The event was confirmed. Method and results: device evaluation and results: visual and functional analysis confirmed the reported event. Medical records received and evaluation: not performed as medical records were not provided for evaluation. Device history review: all products were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been other events for this lot. Conclusions: the investigation determined that the reported failure has been previously investigated under pr. An ecn was implemented to correct the reported failure. The returned device was confirmed to be manufactured before the ecn.

Event description:
It was reported doctor was doing bilateral knee surgery. He used a patella clamp to clamp it on. The clamp had a locking mechanism but doctor could not get it to lock so he held it by hand. No delay in surgery.

Event description:
It was reported doctor was doing bilateral knee surgery. He used a patella clamp to clamp it on. The clamp had a locking mechanism but doctor could not get it to lock so he held it by hand. No delay in surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.